Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6), ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with epistaxis. No additional information was reported.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the report epistaxis could not conclusively be determined through this evaluation. The patient was treated with a blood transfusion and the event ultimately resolved. The patient remains ongoing on (B)(6). The hm ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.